Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for blood glucose (bg) of 16 mg/dl. Reportedly, customer was unresponsive. Customer was treated with intravenous fluids with potassium and when bg was 136 mg/dl, customer was treated with manual injections. Contact alleged that the time and date were inaccurate. Additionally, it was reported by the clinical diabetes specialist that a personal profile was changed to 5 units/hour. Customer denied modifying the personal profile setting. Customer reverted to manual injections. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.